Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis; visual inspection revealed no issues, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. Not other issue noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-03192 and 2134265-2016-03193. It was reported that automatic pullback failure occurred. An opticross¿ imaging catheter was used in conjunction with an unknown sled and motor drive unit to diagnose a 75% stenosed target lesion located in a mildly tortuous vessel. During preparation for a percutaneous coronary intervention, pullback was successfully performed, however, pullback failure occurred inside the patient. The procedure was completed with another of the same opticross. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03192 and 2134265-2016-03193. It was reported that automatic pullback failure occurred. An opticross imaging catheter was used in conjunction with an unknown sled and motor drive unit to diagnose a 75% stenosed target lesion located in a mildly tortuous vessel. During preparation for a percutaneous coronary intervention, pullback was successfully performed, however, pullback failure occurred inside the patient. The procedure was completed with another of the same opticross. No patient complications reported and the patient's condition is good.